Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to a neonatal patient using the (d4) device, an unexpected drop in delivered ino concentration occurred during a nebulizer filter exchange. According to the hospital's report, the monitored no concentration rapidly decreased to 0 ppm during the exchange and remained at 0 ppm for approximately 3-5 minutes before stabilizing. A transient drop in the patient's oxygen saturation was observed during the event; however, the patient recovered to baseline levels after the fio2 was increased from 66% to 75% to support recovery. No lasting adverse effects were reported. Ventilator mode and settings: servo-u pc rate 18, pi 18, peep 8, 66%.